Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, several episodes of noise resulting in high ventricular rate episodes. Technical support suspects possible lead damage. No further intervention has been performed at this time, the patient is stable and being monitored.